Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for lead revision. The patient had underwent a bypass surgery recently and since then the right atrial lead exhibited high capture threshold. The lead was capped and replaced successfully. The patient was doing well post operation and would continue to be monitored with routine follow up.